Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in china. It was reported that the patient' faced an infusion set leakage at quick release. No further information available.